Manufacturer narrative:
(B)(4). D10 - medical devices. Oxf uni cmntls tib sz c lm; item# 166574; lot# 7126610. Unknown bearing; item# unknown; lot# unknown. G2 - foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00057. 3002806535 - 2024 - 00058. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product is unknown.

Event description:
It was reported that a patient had a cementless initial left unicompartmental knee replacement performed. Subsequently, the patient was revised due to unspecified symptoms, vague hot spots identified on CT, and potential infection. During the revision, the tibial component was replaced with a cemented tibia, and the bearing was also exchanged. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
D10: oxford ph3 cementless fem sz m; item# 154926; lot# 7074536. Oxf uni cmntls tib sz c lm; item# 166574; lot# 7126610. The product has been discarded and was not available for investigation. Visual examination of the provided pictures identified only little evidence of bony ongrowth on the tibial tray which was implanted for approximately eighteen before revision surgery. The bearing does not appear to be damaged or worn, however based on the quality of the provided photograph a conclusive assessment cannot be determined. Medical records were provided and reviewed by a health care professional. The review identified that the information provided is insufficient and inconclusive regarding symptoms, allegations, and findings upon revision. Infection is suspected but not confirmed and cannot be correlated with vague hot spots found on CT. Recommend serious injury at this time due to insufficient information as symptoms necessitated revision surgery in which the initial device cannot be ruled out. The hot spots found on CT scans could represent infection or loosening. The visual examination identified only little evidence of bony ongrowth on the tibial tray which could possibly point to loosening. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.